Event description:
It was reported that while using day aligners, the patient's upper part with the small gap in between the incisors and receding gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.